Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician that a pt had his generator replaced due to a "lead discontinuity", although the lead was not replaced. Further information was rec'd indicating that the pt had seen his physician on (B)(6) 2011 when high impedance was detected. During the replacement surgery, a new generator was connected to the existing leads, but the impedance issue remained. The family was informed a total revision would be needed, and the surgeon stated he could see a visible break in the lead. However, the parents informed the doctor that they did not consent to a full revision due to a recent religious experience, although they agreed to keep the old leads and new generator implanted. The generator has been returned for analysis, which has not been completed to date. A revision surgery in the future may be likely.